Manufacturer narrative:
It was reported that the transfer bench tipped over during use and that the end-user experienced a backward fall out of her bathtub and onto the bathroom floor. The end-user was able to get back up with assistance and experienced bruising and pain on the left side of her middle back. The end-user went to see her physician where she was provided with a hot pack and a prescription for lidocaine patches. The end-user notes that she has also been taking ibuprofen for the reported pain. The transfer bench involved in the incident was discarded and no sample was returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported need for medical treatment, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a fall during use of the transfer bench.